Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 20dec2023, 02jan2024, 09jan2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they could not calibrate the touchscreen. The rse provided the part information for the touchscreen and the customer stated that they would order the part. This investigation is ongoing.